Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. Additionally, high out of range pacing impedance measurements were noted to have occurred in the past in the left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and recommended further testing to determine the position of this lead. No adverse patient effects were reported. At this time, this device system remains in service.